Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage - strut on distal end lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 16x2.25mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending branch. A 2.25 x 16mm promus element plus drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 16x2.25mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending branch. A 2.25 x 16mm promus element plus drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.